Manufacturer narrative:
Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of visible air/bubbles. It was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review: a risk review was completed using faradrive hazard analysis and confirmed that the event of visible air/bubbles was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause not established and supporting evidence that came to this conclusion. Boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Event description:
It was reported that during the faradrive procedure for atrial fibrillation, air ingress was observed from the sheath valve. A new faradrive sheath was used to complete the procedure. No patient complications were reported. The device was disposed of and not expected to be returned.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the faradrive procedure for atrial fibrillation, air ingress was observed from the sheath valve. A new faradrive sheath was used to complete the procedure. No patient complications were reported. The device was disposed of and not expected to be returned.